Manufacturer narrative:
The recipient's granulation was reportedly removed. The recipient's wound is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will be reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's skin flap is reportedly not fully recovered. The recipient presents with a little edema. The recipient will undergo a laser treatment. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone on the top and bottom cover and that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experiencing flap granulation. The recipient presented with an edema at the suture site in (B)(6) 2019. The doctor advised to see if the edema would heal on its own. On (B)(6) 2020, a puncture was performed on the infected area. It was found that it was not an edema but a granulation. On (B)(6) 2020, granulation removal surgery was done. However, 2 months later, the issue recurred, and the doctor diagnosed it as implant rejection. Surgery was scheduled on (B)(6) 2020, to remove the granulation.

Manufacturer narrative:
The recipient's wound reportedly healed well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.